Event description:
It was reported that during a tunicia vaginalis testis procedure, one extremity of the tape became detached from the needle along with the collar. The procedure was completed by using forceps to place the tape. There were no pt consequences reported.